Event description:
Customer reports device leaking while in use, with users having to add water periodically to ensure that they have a enough water to continue the case.

Manufacturer narrative:
The customer notified cardioquip that a patient was involved during the malfunction but no injury as a result and no information about the patient was given. Cardioquip's investigation determined multiple pvc components in the device that caused the leakage issue. After all damaged components were replaced, the device passed final inspection, and is fully operational.